Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon shredded apart inside of me [device breakage] case narrative: consumer reported via email that the tampon shredded inside of her. No injury was reported.